Event description:
It was reported the patient had never received adequate stimulation since implant. The patient was getting stimulation in an unintended area. As a result, the patient's lead was explanted and replaced with a different model. During the procedure, the doctor electively explanted and replaced the ipg with a different model. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.